Event description:
Pt experienced right-sided pain, as well as back pain, for several months. Routine mammogram this year showed a right implant rupture, requiring removal and replacement. A decision was made to bi-laterally change from gel to saline implants. When the left breast was incised, free silicone gel was noted on the outside of the shell, consistent with a rupture. The right side procedure also produced free silicone gel.